Event description:
It was reported that the revision driver inner shaft tip broke off while surgeon was using to remove reflex hybrid screw. Tip that was broken off remained inside the screw.

Manufacturer narrative:
Risk assessment. The surgical tech discarded the fractured instrument so no parts were provided. The fractured tip remains implanted. Manufacturing review could not be completed due to no parts or lot number being provided. The cause is not determined and multifactorial due to no parts or lot number being provided.

Event description:
It was reported that the revision driver inner shaft tip broke off while surgeon was using to remove reflex hybrid screw. Tip that was broken off remained inside the screw.